Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that ignition error and the light source going to spare lamp were due to defective converter and ignitor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source exhibited that the main the lamp does not ignite and produced a error e103. The issue was found during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light source had a defective converter and ignitor unit. Additional findings were, a foggy lens, defective main switch, corroded front panel cable and emergency lamp light intensity was found to be weak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.